Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber "gave out" at 16,981 joules of use. The case was continued using a second fiber, which was reported to have a stray beam near the primary beam (difuse beam) and reduced tissue vaporization efficiency; the case was completed with this fiber. There was no injury reported. This report is for the first fiber used.

Manufacturer narrative:
Fiber analysis: the fiber cap was found to be attached and intact, however, drilled through. The cap was also found to exhibit detritus and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.